Event description:
It was reported that oversensing noise on the right atrial (ra) lead was observed remotely by a clinician. The noise could not be replicated. Insulation abrasions were also noted. The ra lead was repaired via medical adhesive and remains implanted. There were no adverse health consequences, the patient was in stable condition.